Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was noticed to have the wire detached from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw at the center, with detachment at the tip of the hot jaw, but remained attached at the base. The heater wire was observed to be slightly twisted at the center. The silicon insulation on the jaws were observed to be intact, no cracks or peeling was observed. No other visual defects were observed. Based on the return condition of the device, the reported failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro was noticed to have the wire detached from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.